Manufacturer narrative:
Patient age not available from the site. No patient logs/files have been returned to manufacturer for evaluation. No allegations were made of medtronic navigation's device causing or contributing to the patient event. There is no indication that medtronic navigation's device caused or contributed to the patient event.

Event description:
A medtronic representative reported that, while in an open craniotomy for removal of a lesion, the surgeon performed pointmerge registration and received an error metric of 4.7. The surgeon stated this was slightly off when they tested on external anatomy and decided to move forward. A part of the lesion had been removed when the non-navigated drill they were using hit the sinus and the patient began to bleed. The surgeon discontinued navigation and halted the surgery. The surgeon reported that navigation was not responsible for the incident. Medtronic navigation is filing this MDR to ensure visibility to patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's system caused or contributed to the reported event.

Manufacturer narrative:
Additional event description: a medtronic representative reported that the patient was brought back to the or at a later date and had successfully surgery to remove the remainder of her tumor, navigation was not needed per the surgeon. A medtronic representative went to the site to test the equipment. A system checkout showed that the equipment was fully functional. The reported event could not be duplicated by medtronic personnel. The software investigation found that with no further issues reported the root cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.